Event description:
Same case as MDR ID#: 2134265-2012-05521. It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous proximal to distal right common artery (rca). Following ivus, a 20mm x 3.50mm nc quantum apex mr balloon catheter was inflated to 12atm in the distal rca. The device was then inflated at the mid part of the proximal rca and the balloon ruptured at 12atm. The device was removed intact from inside the patient. This 15mm x 2.75mm nc quantum apex mr balloon catheter was slowly inflated to 12atm. The second inflation was inflated to 16atm when the balloon ruptured. Following the balloon rupture, two promus element 3.5 x 38 stents were implanted successfully. Post-dilatation was completed with another nc quantum apex balloon catheter at an inflation of 20atm. No patient complications were reported and the patient's status is good. The procedure was completed with another 2.75 x 15mm nc quantum apex device. No patient complications were reported and the patient's status is good.

Event description:
Same case as MDR ID#: 2134265-2012-05521. It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous proximal to distal right common artery (rca). Following ivus, a 20mm x 3.50mm nc quantum apex mr balloon catheter was inflated to 12atm in the distal rca. The device was then inflated at the mid part of the proximal rca and the balloon ruptured at 12atm. The device was removed intact from inside the patient. This 15mm x 2.75mm nc quantum apex mr balloon catheter was slowly inflated to 12atm. The second inflation was inflated to 16atm when the balloon ruptured. Following the balloon rupture, two promus element 3.5 x 38 stents were implanted successfully. Post-dilatation was completed with another nc quantum apex balloon catheter at an inflation of 20atm. No patient complications were reported and the patient's status is good. The procedure was completed with another 2.75 x 15mm nc quantum apex device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and magnified inspection revealed a longitudinal tear in the balloon wall from the proximal end to the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).